Event description:
This is 2 of 2 reports linked to mfg report number: 3013886523-2021-00591. A physician reported a certas valve was implanted via v-p shunt in a (B)(6)-year-old male patient on (B)(6) 2021, with setting 4. The expected flow rate was not observed, ventricular enlargement progressed, and shunt dysfunction was suspected. The device was used with 823072 (serial;unk). The peritoneal catheter was cut by the physician to confirm the flow of the shunt. The valve and catheter were removed on (B)(6) 2021.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The bactiseal catheter (ID 823072) was returned for evaluation. Failure analysis - the catheter was visually inspected; no defects were noted. The catheter was irrigated no occlusions noted. No root cause could be determined for the issue reported by the customer as no defect were found with the catheter. The possible root cause for the issue reported by the customer could have been to biological debris and protein build up interfering with the catheter, but at the time of investigation no occlusion issues were noted.